Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device fired successfully on the first firing and the staple line was okay. The device did not fire on the second time and the surgeon was not able to press the green button.